Event description:
It was reported that a spectrum pump failed downstream(distal) occlusion test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: (B)(6). The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Evaluation was able to turn on the device and run an infusion with no discrepancies. The device was tested for downstream occlusion testing with passing results. A review of the event history log revealed two occurrences of downstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the downstream tubing guide out of specification. The downstream tubing guide will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.